Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer changed all supplies to resolve the alarm. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.